Event description:
It was reported that via merlin.net, an alert for non-sustained lead noise was received. Myopotential oversensing was suspected. Programming changes were recommended. No further information was received.